Manufacturer narrative:
There is an insufficient interaction panel task recognised. Vu esm board replaced by the service engineer on site. Inspiratory valve tightness test (tsw 10) was performed successfully.

Event description:
Hamilton medical ag received the following incident description: panel connection lost alarm, also tf 9306 found in logs on 15 may 2023. Failure did not occur during ventilation.

Manufacturer narrative:
There is an insufficent interaction panel task recognised. Vu esm board replaced by the service engineer on site. Inspiratory valve tightness test (tsw 10) was performed succesfully. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Event description:
Hamilton medical ag received the following incident description: panel connection lost alarm, also tf 9306 found in logs on (B)(6) 2023. Failure did not occur during ventilation.